Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, pacing inhibition, and high out of range pacing impedances, measuring greater than 2000 ohms. The patient experienced muscle stimulation. An x-ray was performed and the lead was fractured due to clavicle rib entrapment. A revision procedure occurred and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.